Manufacturer narrative:
It was reported that all the cnss went into comm loss for the entire floor. No consequence or impact to the patients were reported. During troubleshooting, the issue was isolated to a 24 port switch. The customer installed a spare switch and the communication came back up. The customer is working on getting the hospital a new switch. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: rnss, switch, bedsides, teles.

Event description:
It was reported that all the cnss went into comm loss for the entire floor. No consequence or impact to the patients were reported.